Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A visual inspection of the incident device revealed that the gray jaw wire insulation was peeled back. The wire may have contacted a sharp edge of a trocar/cannula during insertion or removal of the device. The IFU for this device states: carefully insert and withdraw instruments from cannulas to avoid possible damage to devices and/or injury to the patient. When plugged into a generator, the sample was recognized. The sample functioned normally when activated on simulated tissue. Resistance, jaw gap and jaw splay were measured within specification. We were unable to confirm the customer's report of the device not activating.

Event description:
The customer initially reported that the device did not activate. The incident device was returned and a visual inspection revealed that the jaw wire was bare.